Manufacturer narrative:
The siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant calcium result was unknown. The fse performed maintenance on the instrument, replaced reagent 1 probe, aligned the reagent 2 probe and changed the cuvette diaphragm. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant calcium (ca) result was obtained on a dimension xpand plus with hm system. The discordant result was not reported to the physician. The same sample was repeated on the same instrument and the corrected result was reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant calcium result.